Event description:
It was reported that upon interrogation the programmer displayed remaining longevity of less than 3 months on the fastpath and greater than 3 years on the wrap up overview. The patient would be seen in 6 months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.